Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No pump errors 4, 23, 49, 68, or 63 occurred during testing. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. However, unable to upload or download due to a problem associated with the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device will be returned for analysis.